Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure with stone removal, crushing and removal difficulties were encountered. The stone was located in the common bile duct (cbd). The rx lithotripter compatable basket was advanced to the cbd to successfully capture the stone. Upon attempting to remove the device, the basket was unable to be withdrawn "due to distal stricture". The physician attempted to crush the stone with the basket but was unsuccessful. The handle of the device was attached to an alliance pressure gun, however, the stone was still unable to be crushed, and the "handle of [the] basket was breaking". The pt was administered general anesthesia, intubated, and re-positioned. Another physician was called to assist with the procedure. "With much force" applied to the device, the stone and the basket were able to be removed. It was noted that the tip of the device had not detached from the basket. No further intervention was required. No pt injuries or complications were reported. The pt's status is reported as "fine".